Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto 3 system, and a map shift occurred without alerts or warning messages being displayed on the system. The lasso catheter was displayed outside the map created by the lasso. A re-map was done and the issue resolved. The procedure was completed without patient consequence. Multiple attempts have been made to gain clarification on this event with no response. There¿s no information regarding if cardioversion or patient movement occurred prior to the map shift. Therefore, this complaint has been assessed as reportable.

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto 3 system, and a map shift occurred without alerts or warning messages being displayed on the system. Field service engineer confirmed with bwi representative that the reported issue was not duplicated. The system was ready for use. Additional information was received indicating the manufacture date of 10/29/2017 for the carto 3 system.the corresponding fields of this report have been updated. Device history record review was performed by the manufacturer and no anomalies, which are related to the reported issue were noted in manufacturing or servicing of this equipment. Manufacturer ref no: (B)(4).